Event description:
Per the surgeon, the patient experienced recurrent infections at the fixture site and was prescribed multiple courses of antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.